Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419378 lead, implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an alert for excessive charge time end of service (eos). Excessive charge time warning occurred on (B)(6) 2014 for a charge time of 16.4 seconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a long charge time caused sudden unexpected trigger of end of service (eos) status on the implantable cardioverter defibrillator (ICD) device. The device was explanted and was replaced. No patient complications have been reported as a result of this event.